Manufacturer narrative:
Patient identifier: (B)(6). If implanted, give date: 2001 device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). Same patient as MFR ID#: 2134265-2011-03342. It was reported that post a stenting treatment procedure, restenosis occurred. The patient had a niroyal elite over the wire bare metal stent implanted in the left anterior descending coronary artery (lad) on an unknown date in 2001. In 2005 - cardiac catheterization revealed 80% in stent restenosis of the niroyal stent. This was treated with a 3.0x28mm and 3.0x8mm overlapping non-bsc drug eluting stents.